Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. UDI information is unknown. No information provided to date. Premarket (510k) number is unknown. No information provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Good condition with no appearance of any physical damage on pump. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Issue was also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear due to device age. The following actions were taken: replaced motor assembly, worm gear, leadscrew and clutch halves. Additional repairs included: replaced left plunger case assembly and plunger board due to physical damage. Device calibrated. Device functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.